Event description:
According to clinical study data, on (B)(6) 2019 a patient had an increased frequency of seizures. Video electroencephalography (eeg) showed diffuse slowing and abundant independent epileptiform discharges. Treatment was an additional overnight hospital stay. The patient was discharged with no change to their medication.

Manufacturer narrative:
No device was returned as no device malfunction was alleged. Review of the reported event identifies that a patient with a history of seizures had an increase number of post-operative seizures that required monitoring for an additional day. No product failure alleged or identified and no root cause can be determined. No additional investigated can be completed. Labeling review: "contraindications: contraindications include, but are not limited to: patients with physical or medical conditions that would prohibit beneficial surgical outcome.'' "Potential adverse events and complications: as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: loss of sensory and or motor function. Potential risks identified with the use of this system, which may require additional surgery, include: neurological injury." "Warnings, cautions and precautions: the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient." "Pre-operative warnings: care should be used during surgical procedures to prevent damage to the devices and injury to the patient."